Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 for which medical treatment in hospital was required due to high blood glucose value of 605 mg/dl. The length of hospitalization was less than 24 hours. The patient got treated with intravenous insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-feb-2026 against "lot number 6011361 and similar malfunction codes occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 6011361 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 05-feb-2026 against "lot number" criteria equal 6011361 and similar malfunction codess occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6011361 was manufactured according to the work instruction (wi) version 82 and packaging in the machine 12, on 31-jan-2025, with a total of (B)(4) units. Assembly: the lot 5a04103 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 30-jan-2025, with a total of (B)(4) units each. The lot 5a04104 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 30-jan-2025, with a total of (B)(4) units each. The lot 5a04108 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 31-jan-2025, with a total of (B)(4) units each. Gluing of tubing: the lot 5a04088 was glued according to the wi version 42, machine 04 and 08, on 30-jan-2025with a total of (B)(4) units. The lot 5a03845 was glued according to the wi version 42, machine 04 and 08 on 28-jan-2025 with a total of (B)(4) units the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Functional test 2: air leak according to wi version 2 on reference samples, reference samples passed the test. All test results were within specification as documented in the attached test report (B)(4). Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011361 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.